Event description:
It was reported that the device exhibited error 41622. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name "(B)(6)". Address line 1 "ebme dept - (B)(6)". Address line 2 "(B)(6)". H3: one device was received for evaluation. The service history identified that the device had not been in before for repair or service. Functional and visual tests were done. The downstream occlusion (dso) seal was damaged. Internal inspection was executed and found that the motor was defective. The customer reported problem was confirmed and to solve the problem, the motor and dso seal were replaced.